Manufacturer narrative:
The reported event of balloon inflation issue was confirmed. Balloon latex appeared deteriorated. Balloon did not inflate due to leakage from distal side of balloon latex. Some holes were observed from the distal side of balloon latex. After cutting the proximal windings, it was unable to determine if edges matched up . Per eas556 rev.br, latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No visible damage was observed from both windings and catheter body. Further evaluation regarding supplier related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the balloon of a fogarty catheter could not maintain its inflation and a leakage was observed at the inflation test before use. It is unknown either saline or gas was used to inflate the balloon. The device was replaced, and the problem was solved. There were no patient complications reported.

Manufacturer narrative:
Engineering evaluation completed. A CAPA was initiated for this issue and a product risk assessment was needed.